Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose readings have been all over the place. Customer stated that she has checked for occlusions. Customer's blood glucose has been high but she also had a low blood glucose reading of 40 mg/dl on (B)(6) 2016. Customer stated that she was at the airport recently and she did not let them scan the pump but she thinks maybe it was too close. Customer reported her blood glucose being in the 300's mg/dl since she was at the airport. Customer's current blood glucose is 317 mg/dl. Customer has treated with a bolus via the insulin pump. Customer's blood glucose was 217 mg/dl at the time of the incident. Customer stated that the recent high blood glucose event began on (B)(6) 2016 and the infusion set was changed 5 days ago. Customer found that the cannula was bent. It was explained that this may have contributed to the high blood glucose. Customer reported that the medtronic bumper logo on the side of the pump is also discolored.